Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone callthat the sensor reading was 40 mg/dl when the blood glucose was not low, causing the threshold suspend to be activated inappropriately. The blood glucose reading was 300 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised on proper sensor insertion and calibration practices to help improve accuracy. The sensor will be replaced.